Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed. The customer reported a reading he thought was 15.2 mmol/l, but the reading was in fact 152mg/dl (8.4mmol/l). The customer administered insulin and consequently became hypoglycemic resulting in loss of consciousness. The paramedics were called and gave the customer glucon and then took them to the hospital. The meter is one where the customer could inadvertently change the units of measurement.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.